Manufacturer narrative:
Block b3: exact date approximated, event occurred few years prior to the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: model number/catalog number: sc-4316. Batch/lot number: 31666339. Model/catalog description: clik anchor. Unique identifier (UDI): (B)(4).

Event description:
It was reported that the patient underwent an explant due to infection and the explanted devices will not be returned. No further information has been obtained despite good faith efforts.